Manufacturer narrative:
H3 - evaluation of the returned cmos battery (B)(6) found the returned 3.0v battery measured 0.796v upon return. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a no-signal message on the staff cart when turning it on. The representative pressed the cmos reset switch which turned the system on. The representative said that they were going to use it for a case, so they wanted the system available. The site was informed that there is a risk when using the system when the cmos was low on power. They performed the cmos setup, to get the system in a temporary working order. The cmos battery was replaced, but the system still displayed no signal on the monitor. Site rebooted system, did not resolve issue. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: repl kit 9735672 cmos battery h3) onsite functional and visual examination was performed by a manufacturer representative. The site said they replaced the cmos battery and the issue did not resolve, but after the representative replaced the battery the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01 c02 d02 apply the battery has not been returned for analysis. B17 c20 d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.